Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom is a known risk associated with inflatable penile prosthesis (ipp) procedures and is noted as such in the device instructions for use. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that eight years after implant, the inflatable penile prosthesis (ipp) device had performance issues the tubing just above the pump in the tubing to the reservoir was broken. The physician tried troubleshooting the device in office, however no troubleshooting resolved the issue. The patient underwent a surgical procedure in which it was noted that the cylinders also were stuck and embeded into both corporal bodies which made it very difficult to get the cylinders out. Ultimately, the doctor was able to get both cylinders out. All components were explanted and replaced. There were no patient complications related to the device.